Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to gangrene, the customer had to have his left leg and toes on the right foot amputated. The customer's spouse stated that this was diabetes related. The customer was not wearing the insulin pump at the time of hospitalization. It was reported that the customer lost his insulin pump. Troubleshooting was declined. No additional information was provided.